Event description:
Caller reportedly received the following results on an advantage meter, compared to a professional meter, within 10 minutes: 184 mg/dl (advantage) and 96 mg/dl (at-home nurse's meter) no actions taken based on device results. No adverse event reported. Requested return of suspect device; however, the strips were discarded. Replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6). Caller did not provide product information for the sensor system.

Event description:
Caller states neonate patient received results of 51 mg/dl on the aviva system and 70 mg/dl on the sensor system within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.